Manufacturer narrative:
The investigation performed on surgery data log files pointed out that the communication error was due to a design defect already known.

Event description:
It was reported that during a surgery a communication error occurred while the arm was stationary and no one was near the pedal. The device needed to be restarted to resume surgery.